Event description:
It was reported that when (1) device and (1) reload cartridge were used during a video assisted thoracic surgery procedure, the device locked out on second firing. Another device was used to complete the case with no consequence to the pt.